Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned device was evaluated for the reported 'cuff won't deflate' issue. The reported failure was not duplicated during testing. No further actions are required at this time.

Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube&#39;s cuff did not properly deflate. There was no patient invovlement.